Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer successfully loaded another cartridge. Customer's blood glucose was 220 mg/dl.